Event description:
It was reported that one day post-implant, high thresholds were noted on both the atrial and ventricular leads. Output was increased to ensure capture on both leads. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.